Event description:
Star total ankle replacement sliding core mobile bearing was exchanged to correct implant dislocation.

Manufacturer narrative:
No root cause of dislocation has been identified. There were no deviations reported in the DHR for part no. 400-144, lot no. 1015122. All parts were released within specifications.